Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pc unit turned off several times during attempts to recondition the battery. Charged unit for several hours with no change in alert. Returned old battery and alert went away. Attempted to recondition again with same result. When battery was changed out, it produced a battery alert of 120.4610. No additional information was available.